Manufacturer narrative:
(B)(4). Concomitant medical products: unk item#, unknown stem, unk lot #. Unk item#, unknown cup, unk lot #. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to unknown reasons. Additional information is not available.

Event description:
Additional information provided shows the patient underwent a hip arthroplasty revision due to elevation ion levels approximately 9 years post operatively. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157850, m2a cup, 768110, 192508, echo femoral stem, 776240, 139252, m2a taper, 844700. This follow-up report is being submitted to relay corrected and additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Revision operative notes demonstrated that the patient had right hip revision due to elevated metal ion levels. The head and taper adapter were removed and new ceramic head and dual mobility liner were implanted. Hip was reduced and found stable. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.